Event description:
It was reported on an unknown date that surgeon complains about long 2.5 drill bit, leaving a black mud color like substance in patient after drilling. Usually happens when drilling in 2.5/3.5 universal tissue protector, but also happens without tissue protector. Happens regardless of drilling through a plate.

Manufacturer narrative:
Product complaint (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. D4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. Investigation summary: the product was not returned to depuy synthes; however, photos were provided for review. The photo investigation of " 310.23, 2.5mm drill bit/qc/gold/180mm" revealed black color mud like substance from the device. The observed condition of the device was consistent with maintenance that may have been caused due to improper cleaning and sterilization. Since the device was not returned, a dimensional inspection cannot be performed. The overall complaint was confirmed as the observed condition of the 2.5mm drill bit/qc/gold/180mm would contribute to the complained device issue. Based on the investigation findings, potential cause can be attributed to improper maintenance, and it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the complaint condition. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history: the device lot number is unknown; therefore, a device history review could not be performed. If the lot/serial number becomes available, the record will be re-assessed.